Event description:
While circulating nurses were counting for the first operating room (o.r.) Case of the day, the nurses noticed that a package of aspen suture booties only contained nine booties, when there should have been ten. The package was removed from the room and handed off to the materials management person in the operating room - including packaging.